Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: on investigation, the battery compartment was noted to be cracked on the side from the threads down to the case seal. Investigation confirmed the alleged damage. There was visible evidence of moisture inside the battery compartment and on the canister inside the pump. A leak test revealed a battery compartment leak and a case seal leak with two cracks on both sides of the case near the display. Blank lines are observed across the display screen when the pump is powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue; cracked battery compartment and the top of the battery cap is worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.